Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy procedure, after about 20 minutes of use and when the surgeon grasped tissue for the 5th time, the upper jaw of the device broke and fell off into the patient cavity. The surgeon then converted the procedure from laparoscopic to open, and retrieved the broken part of the jaw from the patient's cavity. There was reportedly no injury to the patient.

Manufacturer narrative:
(B)(4). One used device was received for evaluation. Visual inspection found the jaw was fractured an no longer attached to the device by the jaw wire. No pieces were missing. Covidien confirmed the customer&#39;s report. The investigation identified the root cause of this failure to be a supplier issue, and the supplier was notified. The supplier has modified their mold for this component to prevent cracks from forming during the normal handling of the device jaws. A device history record review was conducted for this lot number, and no entries pertinent to the reported condition were noted.